Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
Reference MDR# 1219856-2010-00452 for the first event involving the same pt. It was reported that while in the cath lab the md found the second intra-aortic balloon (iab) became stuck in the sheath during insertion. A third iab was inserted successfully. Medical/surgical intervention was not required. There was no delay or interruption of therapy. The pt expired one day after. Per the report, there were no options for CABG or pc1. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said per the md, the iab membrane "got stuck in the sheath due to accumulation of iab membrane material." We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor."